Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 7 years, 8 months post index procedure, intervention was completed for a type ia endoleak where two endurant cuffs and 10 endoanchors were implanted in the 32mm aaa. The endoleak was resolved post implantation. On the same date the patient was diagnosed with anemia with a low hemoglobin. Prolonged hospitalization and a blood transfusion was administered which resolved the event and the patient was discharged to a nursing home 5 days later. The following day, the patient presented to hospital with pancytopenia and symptoms of reduced mobility. The patient received a blood transfusion and was discharged after 2 days. Four days later, the patient again presented to hospital with anemia and associated symptoms of fatigue and weakness. The patient received a blood transfusion and the event was resolved. The investigator assessed the event as not related to the device or procedure. Per the sponsor, the event is causally related to the index procedure. No additional clinical sequelae were reported.